Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator's oxygen blending module manifold was returned to the manufacturer's product investigation laboratory. The device was not in patient use. During the evaluation, a brown powdered substance was observed in the manifold and on the filters which appeared to be external to the device.

Manufacturer narrative:
The manufacturer previously reported the MDR as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. During a final review, based on the serial number of this device, it has been determined that this device was not part of the sound abatement foam recall. There was no issue with the sound abatement foam. This report was submitted in error.